Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer and door 2 failed, and the customer confirmed that the error message displayed was failed hardware. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed to open. The field service engineer (fse) performed troubleshooting that identified an issue with the latch. The latch was cleaned and grease was applied, which resolved the problem. The system functioned as intended after the field service engineer resolved the issue.